Event description:
The customer reported that the system failed to boot to a usable stated and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation cpu pcb coin battery was evaluated and replaced. The system bios was also reconfigured as part of the service event. The system was tested and found to be working as intended and returned to service.